Event description:
It was reported that 8 bd plastipak¿ concentric luer lock syringes leaked past their stoppers when drawing up cytostatic solution. The following information was provided by the initial reporter: "the customer informed us that two weeks ago some butt plugs of syringe 300865 were leaky when cytostatic solution was drawn up. After this many syringes were ok but now there were some syringes with the same defect as well. All in all 8 syringes out of 12 boxes (of 60 pcs) were effected."

Manufacturer narrative:
The following fields were updated due to corrections: h.6. Imdrf annex a grid: a0504 h.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2205032, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of lot 2205032 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. Based on our investigation, we cannot identify a definitive root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd plastipak¿ concentric luer lock syringes leaked past their stoppers when drawing up cytostatic solution. The following information was provided by the initial reporter: "the customer informed us that two weeks ago some butt plugs of syringe 300865 were leaky when cytostatic solution was drawn up. After this many syringes were ok but now there were some syringes with the same defect as well. All in all 8 syringes out of 12 boxes (of 60 pcs) were effected."